Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, per article 6 years after implant the valve was reported to be degenerated. The root cause of this event could not be determined; however, per article the patient had renal failure which may have contributed to the degeneration. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Hélène eltchaninoff, m. E. (2018). Assessment of structural valve deterioration of transcatheter aortic bioprosthetic balloon-expandable valves using the new european consensus definition. Euro intervention, 1-13.

Event description:
As per article "assessment of structural valve deterioration of transcatheter aortic bioprosthetic balloon-expandable valves using the new european consensus definition", approximately 6 years post implantation of a 23 mm sapien valve via transapical approach, the patient presented with symptomatic progressive elevation with a mean gradient of 29 mmhg and severe central aortic regurgitation (ar) requiring re-intervention. A 23 mm sapien xt valve was implanted via transfemoral. The patient is alive and asymptomatic. As per article, review of a detailed follow up echocardiographic analysis revealed that the mean gradient measured 7 mmhg with no ar at 1 year, the mean gradient measured 11 mmhg with no ar at 2 year, the mean gradient measured 9 mmhg with no ar at 3 year, the mean gradient measured 17 mmhg with no ar at 4 year, 24 mmhg and no ar at 5 year and 29 mmhg with some ar at 6 year. Of note, the elevated gradients was not reversed by anticoagulant therapy. In addition, a multi-sliced computed tomography was performed before re-intervention and no bioprosthetic valve thrombosis was noted.